Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history record review was completed for lots 3000368480, 3000363092, and 3000362502 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 equipment showed that ¿insufflation was active,¿ but the harvester was struggling with the view of the vein on the monitor. Another harvester was paged upon this discovery and then it began working on its own before they made it to the room. Approximately an hour later, the equipment was alarming that there was an ¿occlusion.¿ harvester paged the other harvester again and obtained new insufflation tubing and vasoview accessory kit, in the event that it was a part of the issue. Harvester was unable to troubleshoot with the new supplies and the paged harvester was unable to troubleshoot the equipment. A new pneumoclear co2 conditioning insufflator was brought to the room and set up by the second harvester. The new equipment worked; however, at this point the harvester had to ¿go open¿ in order to retrieve the vein from the patient¿s leg. This caused four additional incisions in the patient¿s leg and a delay in the surgery.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.